Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a white screen with no image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the white screen and no image was damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.